Manufacturer narrative:
Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline site infection a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addressed guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Device remains implanted.

Event description:
It was reported from the clinical study site that the patient was admitted to the hospital on (B)(6) 2015 for new drainage area medial to the old midline wound. It was stated that the patient did not have any fever or chills presently. It was also stated that the patient underwent debridement on (B)(6) 2015, where the counter incision of the driveline in the right mid quadrant was opened and there was an abscess laterally, medially there was a sinus tract. Wound was stated to have been irrigated and packed. A culture was taken in the operating room and it was positive for pseudomonas aeruginosa (psar). Patient was stated to have been discharged home on (B)(6) 2015. No additional information available.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.